Manufacturer narrative:
Concomitant medical product: dtba1d1 crtd implanted: (B)(6) 2014.

Event description:
It was reported that the patient developed coagulase negative staphylococci bacteremia. It was also reported a transesophageal echocardiography showed possible vegetation on the right ventricular (rv) lead. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted and the patient was treated with antibiotics. No further patient complications have been reported as a result of this event.